Manufacturer narrative:
Findings: report was confirmed by evaluation. Small cracks were identified in the bottom of the oil reservoir of the lubricant diffuser cartridge that allowed oil to leak out under pressure. The wall thickness of the oil reservoir was measured per established qc method and found to be below minimum specification of 0.085". This decreased thickness allows the cartridge to crack when pressurized, causing the oil from the lubricant cartridge to be atomized as visible mist or smoke. This may result in the potential for increased risk of infection if oil mist enters the sterile field, comes in contact with the patient wound site, and is left untreated. Labeling is provided in the legend pneumatic system IFU on page 4 instructing as follows: " non-sterile fluid may leak into the surgical site. As a result, measures may be required to protect the patient from infection, per physician's discretion." Oil may also cause a slip hazard if oil collects on the floor of the operating room. No patient or user injuries occurred in this event.

Event description:
Smoke or oil mist was observed rising above the feet of the patient during a surgical procedure. The diffuser was removed from the motor and replaced with a new diffuser. The procedure was completed using the second diffuser with no additional difficulties. There was no patient impact.